Event description:
Lumenis received an adverse event report on a patient who sustained burn following treatment by lightsheer et device.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information and patient photo. No incident form or patient photo has been received in lumenis. An examination of the subject device was performed by lumenis service engineer after verifying all system functions including visual inspection. Burn spot was found on et tips. No device malfunction was observed. The device was installed on november 14, 2013 and last pm was on march 28, 2023. Based on lightsheer user manual (10-05164-02.aa), the user facility should inspect the handpiece before each treatment as detailed below: section 'operating instructions' , page #11: "the handpiece tip and energy meter window must be kept clean to ensure accurate calibration. An unclean tip or window may result in higher than indicated fluence, which may cause epidermal damage." Section 'maintenance and cleaning' , page #19: "the sapphire tip of the handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain." Device malfunction wasn't the suspected cause of the adverse event. Clinical evaluation wasn't performed, since no incident form or photos were sent to lumenis. While the information received to date does not confirm that a serious injury nor malfunction had occurred, because of the lack of information lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).